Manufacturer narrative:
Section b5: describe event or problem. Section e: initial reporter. Annex f (impact code): lack of fusion.

Event description:
A lapidus 4-hole nail broke during patient use. The patient started weight bearing and walking after the surgery and lack of fusion was reported due to the device failure. A revision surgery has not been scheduled by the surgeon.

Manufacturer narrative:
Limited information received thus far on the details of event. A follow up report will be submitted when additional information has been received. (B)(4).

Event description:
It was reported that a nail broke during patient use.